Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer stated that after the wire was connected to the wire connector after it had crossed the lesion inside the body but the pd curve was not displayed. This was a diagnostic procedure completed by ifr with another wire of same product. The outcome determined no therapeutic actions were needed. Patient was discharged as expected in "stable" condition. Vessel: lad; 75% stenosis and slightly tortuous. No damage was observed during prep. The device was inserted three times. No resistance was felt at any time. The device was removed by itself. No medical or surgical intervention was required or performed. There were no adverse events. Visual and microscopic inspection and functional testing were performed on the returned device. The sensor was broken, and the distal tip of the sensor was missing. The distal coil adjacent to the sensor housing was slightly stretched. An electrical resistance test was performed. The test discovered open connections in the electrical circuit of the device. A known good connector from the lab was used for the signal test. The wire failed the signal test and was not recognized. No pressure signal was generated. During functional testing, the reported failure was duplicated. The probable cause of the observed failure was the observed open connections in the electrical circuit of the device likely due to the broken sensor. Strain, impact, and forces associated with use can affect the integrity of the device. However, we were unable to conclusively determine when and how the reported failure or the damage to the sensor occurred. The instruction for use (IFU) notes under adverse effects that as with all catheterization procedures, complications may be encountered with the use of the pressure guide wire. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as there is a potential for harm if device separation were to recur.

Manufacturer narrative:
This follow-up report is being submitted to correct the UDI#. It was missing a digit, (B)(4)."